Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge resection on a laparoscopic video assisted thoracoscopic lobectomy, the surgeon was able to press the green button, but the stapler was not able to fire. They opened three handles and a used a purple reload, but it did not fire. They opened two black reloads that did not fire again. The surgeon then used another product to complete the case. There was no patient injury.